Manufacturer narrative:
The returned device was visually examined, and the following was observed: the sheath shaft was curved, likely due to packaging. The distal tip opened as designed. The liner was torn starting at approximately 1.5cm from the distal tip until the distal of strain relief. Three liner strands were observed: strand a: 12cm in length, strand b: 13cm in length, strand c: liner strand stuck with crimped valve and pulled through the sheath hub while removing valve from sheath during decontamination process. Strand c was released after expansion of the valve, 3cm in length. No sheath shaft kinks were observed. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter was measured. All measurements were found to be within the specification the complaints for resistance between system components leading to inability to advance through the sheath, torn sheath liner, and sheath liner strand were confirmed per evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification". Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Device manipulation to overcome the resistance may have damaged or weakened the sheath liner. Excessive device manipulation applied to overcome the resistance while advancing the crimped valve and commander delivery system through sheath can further contribute to the liner torn and strand through continued interaction between the crimped valve and sheath. As such, available information suggests that procedural factors (steep insertion angle) may have contributed to the resistance, while procedural factors (steep insertion angle, device manipulation) may have contributed to the liner torn and strands. However, a definitive root cause is not able to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by transfemoral approach. No abnormalities were noted during prepping. During procedure, it was not possible to advance the delivery system through the esheath. Consequently, a kink on the esheath occurred due the steep angle of the esheath with high force on the delivery system. There was no withdrawal difficulty. There was no harm to the patient. The patient was in stable condition. As per predeco evaluation of the device, the following was observed: liner torn and three liner strands.

Manufacturer narrative:
Investigation is ongoing.